Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Photo image the photos show a device that appears to have been used in surgery, and has a damaged white teflon tissue pad and broken blade. The image shows a small distal piece of tissue pad missing. Based on the photos alone, a possible cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The image also shows a broken blade. A broken blade is typically associated with damage incurred by the blade from metal to metal contact. This could not be confirmed because the instrument was not returned. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Because the instrument was not return our evaluation is limited. An image was reviewed and no batch information was provided specific to the image.

Event description:
It was reported that during a right adrenal tumor resection procedure, the device was used to free and cut tissue. However, when the device was taken out from trocar, 2-3mm white tissue pad was missing; enclosed please find the defect photo. Until operation was finished, the hospital didn¿t find the tissue pad missing part. The whole operation time didn¿t prolong too much and the patient is still in the hospital.